Manufacturer narrative:
The s-ICD remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that back in (B)(6) 2017, this subcutaneous implantable cardioverter defibrillator (s-ICD) had three episodes stored where the delivery of an inappropriate shock resulted in the patient going into a ventricular fibrillation. No adverse effects were reported. A memory download was performed and sent to boston scientific technical services for evaluation. The ts consultant reviewed the data and discussed that in the first episode showed the patient initially in a fast rhythm around 185 bpm. The heart rate increased into the conditional zone and the device delivered therapy, most likely a result of a change in morphology or poor correlation with the template. After the initial shock, the rate slowed but then a sudden onset of ventricular tachycardia occurred and the s-ICD delivered another shock. The second shock caused the vt to accelerate into ventricular fibrillation. The second episode shows a continuation of the induced vf and the s-ICD delivered another shock which restored the patient's normal rhythm. The third episode that was recorded over a week later with the patient again experiencing a fast heart rate that resulted in the delivery of a shock which accelerated the patient's heart into vt. A second shock further accelerated the patient's heart rate into vf which was converted after the delivery of a third shock. No further episodes like these were stored. Additional troubleshooting was discussed. The rate cut off in the conditional zone was increased to help mitigate this issue. No adverse patient effects were reported.